Event description:
It was reported that during a treatment procedure, a shaft fracture occurred. The lesion being treated was located in the diagonal coronary artery and an unk stent was successfully deployed. During a kissing balloon technique, the shaft of one of the viva catheters broke at the proximal level. The entire sys was successfully removed. The procedure was successfully completed with this device. The pt status is unk.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.